Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was saying that they charge every day but the stimulation turns off. The rep reported that every time the patient came into the office, every 2 weeks or month, that the stimulation was turned off and the battery was low. The 8840 stated 'charge battery more often'. The patient was charging every day but the 8840 stats were showing the patient's charging at .6 hours, every 3.2 days, and getting 6 coupling bars. The patient has been instructed by the clinic to charge everyday to keep the therapy on. It was reported all the impedances were good. Technical services had rep get insr stats. Summary of stats is that the patient charged every 3 days (B)(6) 2017. Data confirms charging interval of 3.6 days, for 20-35 mins/time. Starting charge level was at approx. ~ 4.00v and ending at 4.050v but then they saw on (B)(6) 2017 that ins battery level starts at 3.715v and the patient charged for 215 mins getting battery up over 75%. On (B)(6) 2017, ins battery started at 3.625 which is where stimulation was turned off. It turned out the patient had lost their patient programmer. The patient's constant issue with the patient not charging the ins enough to keep stimulation on at all times prompted the rep to see what other options there were. It was also reported the patient had a tremor. The system was working as intended, this was more of a patient compliance understanding issue. No further complications were reported as a result of this event. Recharge interval calculation was performed based on the following settings: left: c+1-2-3- 7.0v, 60pw, 250hz 383 ohms right: c+9- 1.5v, 90pw 250hz 901 ohms low (25%) = 3.6 days empty (0%) = 4.8 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the patient's healthcare provider (hcp) felt that the issue was resolved at the time of the call. No further patient complications have been reported as a result of this event.